Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 40 mg/dl, which was trated with food. The blood glucose rose to 267 mg/dl, which was then treated with a bolus. She also reported some issues regarding sensors, including calibration error alarms, change sensor alarms and bent sensor cannulas. The customer's most recent blood glucose was 177 mg/dl. The customer stated that no further assitance was necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.